Event description:
It was reported that during an unknown procedure, the device would cut but stapled partially. After placing the stapler, the safety button near from the firing trigger was difficult to release. After firing the device, the donut was incomplete. The anastomosis was completed with manual sutures. The patient is currently fine.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2010. According to the complainant, there was no temperature data on the print out and the power reading was inconsistent on the bar graph. The procedure was successfully completed. There were no complications and the patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system, which was completed on (B)(6), 2010, revealed an MDR-reportable malfunction of radio frequency (rf) output failure. This manufacturer report is submitted based on the evaluation results provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Safety release damaged. The analysis results found that the device arrived with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be noted that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition, there were no staples present in the device and the breakaway washer was uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.